Event description:
This lead was implanted on (B)(6) 2001 during a procedure where the patient had a possible infection. This was reported to boston scientific inc on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).